Event description:
This device case, reported by a diabetes nurse educator via a sales rep, concerns a pt who experienced hyperglycemia. The pt was taking insulin lispro (humalog) via a pen injector device (humapen ergo, teal-opaque) for diabetes. The pt operated the device; however, it is unknown if pt was a trained user. The pt's medical history was not provided and it is unknown if any concomittant medications were being used. While being treated with humalog (regimen not specified) via humapen (ms8335, lot unknown), the pt experienced hyperglycemia. The pt presented to the outpatient clinic to get pt's blood sugars stabilized. The pt's humapen was thrown away so it will not be returned to the co for analysis. The pt is currently using a syringe to administer insulin. The diabetes nurse educator did not provide a relatedness assessment and the pt's outcome is unknown. Further info is not expected. This report is cross-referenced to the global products complaint mgmt system (gpcms) database cid#110489. Update 9/4/01: upon review of this case it was determined that the case should be upgraded to serious for required intervention.